Event description:
Additional information received from the consumer reported that to resolve the jolting sensation she had turned down her stimulation by almost 2/3 noting that the setting was up on 300 and now was down on 110. The patient stated that she turned down the settings at night and found that if she slept with her head elevated it was somewhat better. The patient reported that the issue was somewhat resolved, but did not know if it was completely resolved as she had only turned it down two weeks ago.

Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported that since implant they would get a jolting sensation when they moved around or were in bed and the pulsating/tingling was bothersome. It was noted it was unclear if the consumer actually felt a jolting sensation or if they found paresthesia bothersome.

Event description:
Additional information received from the patient reported that because of the jolting ("zapping") sensation they got, they could not sleep or "do anything".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.